Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h4; h6. Visual examination of the returned product identified inserter¿s lead thread has a deformation and is fractured, fractured fragment is retained within the returned provision shell listed as an associated product. Inserter has scratches and indentations on the body, shaft, and strike plate. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4) d10: cat# 010002454 lot# unk g7 provisional shell 53mm. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the inserter threads broke off. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.